Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : other relevant history, device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that in the neonatal intensive care unit (nicu) at 1358, the clinician changed out the tubing for an infusion of dextrose 10% and restarted the infusion at an ordered rate of 3.1ml/hr. At approximately 1900, the clinician noticed the 250ml bag of dextrose 10% was empty. Blood glucose level was checked and found to be "abnormal and elevated at 1307 mg/dl." When the nurse noticed the error, the rate was verified, confirming it was at 3.1ml/hr. The clinician then checked the bag and tubing for leaks and checked the area around the patient for signs of fluid or moisture and found none. Retrospectively, clinician recalled that when the bag was hung and changed out the needless connect, the clinician reportedly forgot to unclamp it. However, the pump allegedly did not alarm. The infusion was stopped, provider notified, glucose monitoring started, lab work and MRI completed. It was reported that the patient's vital signs remained stable. Insulin was administered subcutaneously, and glucose levels reportedly returned normal limits within 24 hours.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in the neonatal intensive care unit (nicu) at 1358, the clinician changed out the tubing for an infusion of dextrose 10% and restarted the infusion at an ordered rate of 3.1ml/hr. At approximately 1900, the clinician noticed the 250ml bag of dextrose 10% was empty. Blood glucose level was checked and found to be "abnormal and elevated at 1307 mg/dl." When the nurse noticed the error, the rate was verified, confirming it was at 3.1ml/hr. The clinician then checked the bag and tubing for leaks and checked the area around the patient for signs of fluid or moisture and found none. Retrospectively, clinician recalled that when the bag was hung and changed out the needless connect, the clinician reportedly forgot to unclamp it. However, the pump allegedly did not alarm. The infusion was stopped, provider notified, glucose monitoring started, lab work and MRI completed. It was reported that the patient's vital signs remained stable. Insulin was administered subcutaneously, and glucose levels reportedly returned normal limits within 24 hours.